Event description:
The customer reported the device does not power on and the mains inlet/emi filter was observed sparking and crackling. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. Visual inspection found no external damage or defects. The device did not power on and off using battery or ac power. The feedback led illuminates when connected to ac power. All keys on keypad have poor tactile feedback. A known good keypad was temporarily installed in the unit and the device was able to power on and function as intended. When the original keypad was placed back in the device, the failure was present. The input and output voltage of the power supply were measured and both input and output voltage were within specification. One of the support poles was observed to be broken. No signs of shorts or heat damage were observed on any of the boards. The customer complaint regarding not powering on was duplicated. The customer complaint regarding sparking and crackling was not duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: other, the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted., other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device does not power on and the mains inlet/emi filter was observed sparking and crackling. No patient impact or consequences were reported.